Event description:
Boston scientific received information that this device had a report of inappropriate shock delivery due to a sinus tachycardia or supraventricular tachycardia (svt). There were no known or alleged adverse effects reported/identified to date. Subsequent review of the episode details and electrogram (egm) showed the patient's intrinsic rate increased and was detected as a ventricular tachycardia (vt) at 186 beats per minute (bpm). Programmed detection enhancements for svt initially inhibited therapy delivery as designed; the device then delivered one burst of anti-tachycardia pacing (atp). The patient's heart rate subsequently accelerated into the programmed ventricular fibrillation (vf) zone and the device delivered five shocks, which exhausted the available therapies for that episode.

Manufacturer narrative:
The available information to date indicates the device remains implanted and in service. As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.